Event description:
The specimen bag broke at the seam close to the bottom of the bag during the removal of kidney. The kidney fell back into the abdomen. It was retrieved and the surgery was completed without further complication.